Event description:
The physician uneventfully placed the coil in the aneurysm and detached. The current signal on the detachment device showed that the detachment of the coil was completed. However, under fluoroscopy as the physician was gently removing the delivery wire to check the detachment, the coil was still attached to the delivery wire. Suddenly, a "detachment click was heard" and the coil detached resulting in approximately 3cm of the coil protruding into the parent vessel. The procedure was completed using different coils. There was no clinical consequence to the patient and the patient current condition was reportedly ok.

Event description:
The physician uneventfully placed the coil in the aneurysm and detached. The current signal on the detachment device showed that the detachment of the coil was completed. However, under fluoroscopy as the physician was gently removing the delivery wire to check the detachment, the coil was still attached to the delivery wire. Suddenly, a "detachment click was heard" and the coil detached resulting in approximately 3 cm of the coil protruding into the parent vessel. The procedure was completed using different coils. There was no clinical consequence to the patient and the patient current condition was reportedly ok.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Based on the information provided, the physician did not encounter any difficulties until he attempted to remove the delivery wire to check the coil detachment. Subsequently, the coil detached resulted in the coil protrusion. The most likely that some anatomical or procedural factors caused or contributed to the event. Therefore, a root cause of operational context has been assigned to this event as performance was probably limited due to procedural factors encountered during the procedure.